Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties to be related to the user technique as it was reported that the device was pulled roughly which likely contributed to the reported filter migration. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient underwent a procedure. The first emboshield nav6 (22438-19) was deployed at the target site; however, the physician pulled roughly on the bare wire and the filter was noted to move distally after deployment. The emboshield was removed without difficulty and the second emboshield nav6 (22437-19) was advanced to the target site. The emboshield nav6 was deployed at the target site; however, the physician pulled roughly on the bare wire and this emboshield also moved distally after deployment. The emboshield nav6 was removed without difficulty. A non-abbott embolic protection device was then used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.